Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving hipstar device was reported. The event was not confirmed. Method and results: device evaluation. Device evaluation could not be completed as the devices associated with the event were not returned. Medical review: medical review could not be completed as there was no x-rays, surgical reports or medical records returned for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.

Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.

Event description:
It was reported that patient had left hip revision due to periprosthetic fracture.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.